Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. A visual inspection confirmed that all seal plugs were intact, and all set screws operated normally. The header bond was also confirmed to be intact. The device passed a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. The ra set screw was then removed from the header and examined, with no irregularities noted. Pin gage testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 ra spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminals, but could not be confirmed as the cause of the clinical observations. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient experienced a traumatic fall, during which his left shoulder received a significant impact. The clinic questioned whether the patient's competitive right atrial (ra) lead may have been damaged, or if the device header may have becomes loose. Ra channel noise was reproducible, and the atrial electrogram would reportedly show up on the ventricular channel, with pocket manipulation. Additionally, high ra impedance measurements normalized with pocket manipulation. An x-ray was performed, but showed no conclusive evidence of a lead or device problem.

Manufacturer narrative:
Current records suggest that this device remains implanted and in service at this time. The physician reportedly plans for surgical intervention, but none has been performed at this time. This event will be updated if any additional information becomes available. A revision procedure was later performed, during which the pocket was reopened to examine the system. Upon opening the pocket, no visible lead or device damage was noted. However, prior to disconnecting the leads, the device header was gently manipulated and appeared to be slightly loose. The leads were tested with a pacing system analyzer (psa), which resulted in normal range measurements. The physician elected to replace the device and retain the chronic leads. No adverse patient effects were reported as a result of these observations. This device will be returned for analysis. This event will be updated as additional information becomes available.